Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Troubleshooting was performed and the occlusion was found to be within the cartridge. Customer's blood glucose level was 68-69 mg/dl. Customer performed a cartridge change and resumed insulin delivery.